Event description:
It was reported by the customer that on (B)(6) 2010 an aiming beam fired straight out of the fiber. The number of joules was not reported. No pt injury was reported. The device was not returned for evaluation.